Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The pacemaker was being monitored remotely pending recommended programming changes. There were no patient consequences.